Event description:
The anchor broke below the eyelet location. It was stated that the site was pre-drilled and knot pusher was used. Axial alignment was maintained during insertion however, ao2-finger technique was not used. The surgeon does not intend to remove the piece from the body. No delay was experienced and a back-up device was available to complete the procedure. No pt injury or complicates resulted.